Event description:
Philips received a complaint from the customer on the v60 device indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The remote service engineer (rse) talked to the nursing staff and discovered that the carbon dioxide (co2) module seemed to be correctly connected, but the alarm persisted. The rse recommended that spare parts should be ordered and planned an onsite service for the customer. A service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer successfully carried out operation and internal tests with positive results and calibrated the air and oxygen flow sensors. The service engineer believed that the alarm was possibly due to incorrect usage of the expiratory valve. The service engineer then confirmed that the device was ready for clinical use and returned it to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6).